Manufacturer narrative:
Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 146 hours of extended tests at the customer's settings. The ventilator also passed the initial final test and the initial alarm volume test, which include many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the ventilator failed while in use on a patient. The ventilator was alarming multiple alarms. There was no report of any patient harm associated with this reported event.